Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-02pp univers vaultlock¿ glenoid trial, medium was broken. During an anatomic tsa on (B)(6) 2022, the central peg snapped off when removing the device. No fragments were in the patient, no injury and the case was completed. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.